Event description:
A pt reported, an ectopic pregnancy that occurred 2 years following essure micro-insert implantation. She stated that the pregnancy was terminated and she is doing well.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).